Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by the vad coordinator that the controller was noted to have loose power ports during a routine clinic follow-up visit. The controller was subsequently exchanged to the patient's back-up controller. The patient tolerated the exchange well. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event details was confirmed during the visual inspection. The controller failed visual inspection because the power port 1 and port 2 connectors were found loose to the controller housing. The port 1 connector was loose with the o ring gasket missing and port 2 connector was loose from the controller housing with the o ring gasket still on place. Loose connectors are being investigated by manufacturer. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Of note, this controller was received with the old software version installed (no smr upgrade performed). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.